Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into th arm on (B)(6)2024. On (B)(6)2024 at around noon, the patient was feeling dizzy and nauseated. The patient went to the emergency room. During this time, the patient was not wearing a sensor because it had fallen off prior to the patient experiencing symptoms. The patient did not attempt to insert a new sensor because that was her last one and she was unable to monitor her blood glucose manually because she did not have a glucometer. When the patient arrived at the ER, a nurse checked the patient's blood glucose and it was 550 mg/dl. The patient was treated with IV fluids (20 units of insulin). At around 2:50pm, the patient's bg was checked again and it was around 250 mg/dl at 3:30pm. The discharged from the ER and was feeling better. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.